Event description:
The manufacturer was notified on (B)(6) 2014 by (B)(6) hospital (B)(6) through (B)(6) medicines authority pharmacovigilance and medical devices that a mitroflow valve (12a, size21) was explanted after 3.8 years.

Manufacturer narrative:
Result: the device history records review will be conducted. Histopathological evaluation will be performed, if device is returned. However, it is unsure if the explanted device is still available.

Manufacturer narrative:
Result: the complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Further review of the function test video also indicated that the valve was performing as expected and met all the function test quality control criteria that can be observed during video playback. After several attempts to get more information from the customer, no response was received to aid in further analysis. Device not returned.

Event description:
The manufacturer was notified on 04 dec 2014 by (B)(6) hospital ((B)(6)) through the (B)(4) that a mitroflow valve (12a, size21) was explanted after 3.8 years.